Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing that resulted in greater than two seconds of pacing inhibition. The noise and oversensing correlated with a surgical procedure and was suspected to be related to electrocautery use. Additionally, the patient had episodes of pacemaker mediated tachycardia (pmt). Technical services discussed programming options. No adverse patient effects were reported. This product remains implanted and in service.